Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of lo results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 03/31/2017. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory: 1:lo (B)(6) 2015 12:05:00 pm fasting:no. 2:lo (B)(6) 2015 12:00:00 pm fasting:no. 3:lo (B)(6) 2015 04:45:00 pm fasting:no. 4:lo (B)(6) 2015 12:24:00 pm fasting:no. 5:lo mg/dl (B)(6) 2015 12:22:00 pm fasting:no. Customers concern:lo (B)(6) 12:05pm , lo (B)(6) 12:00pm , lo (B)(6) 2015 4:45pm , lo (B)(6) 2015 12:22pm. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 03/31/2017. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory. (B)(6). No adverse event reported.